Event description:
Endovascular 45mm stapler opened on the field during a laparoscopic appendectomy. Stapler was loaded with correct load (45mm) by surgical tech. The stapler was fired inside the patient by surgeon. Surgeon then asked for another load. Surg tech subsequently tried to removed the fired load in order to insert a new load. The stapler became stuck and would not open. Both surgeon and surg tech tried several times to open and remove the used load without success. Surgeon then asked for another stapler. Prior to retrieving a new stapler, the defective stapler was passed off the sterile field and placed in a biohazard bag. A new stapler was opened and the case proceeded without further incident.